Manufacturer narrative:
Device evaluation: 1 unit of lot c1422374 of echo-19 was returned opened in its original packaging. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on 19 feb 2020. The needle was found to be broken proximally below the sheath extender. The stylet was not returned. Answers to the additional questions were received after the lab evaluation which also detailed handle broken in q.3.1.9 as well as the broken needle. However, it was indicated that force required to remove the device caused the broken handle. Clarification was requested as follows; ¿can you also ask if the user noticed a kink prior to the needle breaking, in around the same position as the stylet got stuck? Also, how did the user get the stylet it out of the device (it was not with the returned device.)¿ reply was received as follows; ¿they placed the device at the entrance of the endoscope channel withour problem at the time of removing the needle, and withdrawed the stylet to begin to take a biopsy, the needle stalled and could not make the movement with the handle, and its broken. The device was new and had no kink, or needle problem. The doctor reports that slowly remove the endoscope without injuring tha patient to be able to remove the catether and needle¿. Further clarification was requested as follows; ¿based on the update below from lilia below it seems that there was no issue with the stylet getting caught but instead the issue was with the needle. Am I correct with this assumption?¿. To date no reply has been received. If a reply is received in the future then the file will be updated accordingly. Document review including IFU review: prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-19 of lot number c1422374 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1422374. The notes section of the instructions for use, ifu0101-1 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use (ifu0101-1). Root cause review: a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to excessive force which can be applied when trying to get the needle out of the scope during advancement potentially causing the needle breakage. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
As reported to customer relations via complaint form "the doctor reports that during the procedure and begin to take biopsia, remove the internal stylet and this is caught, decide to remove all the catheter and breaks, they do not report damage to the patient or damage to the endoscope ues."

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
As reported to customer relations via complaint form "the doctor reports that during the procedure and begin to take biopsia, remove the internal stylet and this is caught, decide to remove all the catheter and breaks, they do not report damage to the patient or damage to the endoscope ues."